Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty deflating the balloon. The physician successfully implanted a taxus express2 8.8% 3.5 x 16 mm drug eluting stent in an unk vessel. After the stent deployed, the delivery balloon would not deflate. The physician successfully removed the balloon by pulling on the catheter until the balloon hit the edge of the guide catheter. There were no pt complications or injury reported. It is also noted that the hypotube had fractured. Pt status is reported as "good/satisfactory."